Manufacturer narrative:
The device was returned to the MFR and an evaluation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that there was blood in the unit. There was no pt involvement or adverse consequences related to this event. No other info was provided.